Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the cartridge compartment was found to be cracked at the top of the pump. A test cartridge cap was used and was able to be tightened. The original complaint was able to be duplicated during investigation. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.